Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1ml of juvéderm volbella® xc in the lips. Patient later experienced "granuloma lumps and bumps" all over the lips. No diagnostic tests have been performed. Symptoms are ongoing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm volbella® xc in the lips. Patient later experienced "granuloma lumps and bumps" all over the lips approximately 3 months post injection. Hcp treated the patient at this time with hyalase and kenalog injections. 5 days later, hcp treated the patient with a second round of hyalase and kenalog injections. No diagnostic tests have been performed. Symptoms are ongoing.